Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No additional info is available at this time. Additional f/u info may be obtained by the clinical affairs as it becomes available. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
Femoral crack / fracture, device related uncertain, broach may have been undersized for stem, other treatments: cerclige wires placed at time of procedure on (B)(6) 2011.